Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high left ventricular (lv) lead threshold and per lead trends the r wave amplitude appears to be decreasing. The leads remain in use. No patient complications have been reported as a result of this event.